Event description:
It was reported that a 2.5x28mm and a 3.5x28mm xience v stent were implanted, overlapping each other, in the mid to distal left anterior descending (lad) coronary artery lesion. During post-dilatation, a side-edge dissection was noted on the overlapped portion. The dissection was treated with another, unspecified stent. Reportedly, the patient is in fine condition. There was no adverse patient sequela and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5x28mm xience v stent referenced is being filed under a separate manufacturing report number.